Event description:
It was reported that removal difficulty occurred. The 70% target lesion was located in a mildly calcified and non-tortuous left circumflex artery (lcx). A 2.00 mm x 30.00 mm agent drug-coated balloon (dcb) was introduced for percutaneous coronary intervention (pci). The balloon was inflated at 8 atm and then fully deflated. During withdrawal of the balloon catheter, guidewire friction was noted, and the balloon shaft became elongated. The balloon catheter was difficult to remove, and the catheter and guidewire were removed together. There were no patient complications.

Manufacturer narrative:
The agent dcb mr 2.00 mm x 30.00 mm was returned for analysis. Visual and tactile examination revealed multiple kinks along the length of the hypotube shaft. There was stretching and kinking throughout the polymer extrusion and a tear in the outer lumen 8 cm distal to the port exchange. Microscopic inspection revealed no issues with the balloon or tip. The device could not be loaded on a 0.014-inch test guidewire due to the damaged polymer extrusion.

Event description:
It was reported that removal difficulty occurred. The 70% target lesion was located in a mildly calcified and non-tortuous left circumflex artery (lcx). A 2.00 mm x 30.00 mm agent drug-coated balloon (dcb) was introduced for percutaneous coronary intervention (pci). The balloon was inflated at 8 atm and then fully deflated. During withdrawal of the balloon catheter, guidewire friction was noted, and the balloon shaft became elongated. The balloon catheter was difficult to remove, and the catheter and guidewire were removed together. There were no patient complications.